Event description:
It was reported that a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced inappropriate shock therapy. The patient was subsequently evaluated. Device interrogation identified three episodes recorded on april 26, one of which resulted in delivery of a shock. These episodes were determined to be caused by oversensing of noise. No additional noise episodes have been detected since that time. During clinical evaluation, vigorous manipulation of the device pocket and lead was performed however, this did not reproduce the observed noise. Occasional myopotential signals were noted but were appropriately interpreted by the device as noise and did not result in inappropriate detection or therapy. Device data were collected and forwarded to technical services for further analysis. The patient is currently clinically stable and remains hospitalized in the cardiology ward for observation as a precaution. At this time, the electrode remains in service. No additional adverse patient effects were reported. Additional information was received, and technical services reviewed the device data. Shock lead impedance trends showed a gradual increase from approximately 60 ohms to 90 -100 ohms over a seven-month period post-implant. Values remained within expected operating range. Review of stored episodes identified changes in qrs morphology. Technical services recommended further evaluation, including x-ray imaging, and provided troubleshooting guidance. The patient was subsequently re-evaluated, and imaging was performed. Findings indicated that the device is likely implanted in a subcutaneous position rather than an intermuscular location. This positioning may have contributed to baseline signal oscillation, which is consistent with oversensing behavior and may have resulted in inappropriate therapy delivery. Due to elevated infection risk, a revision procedure was not performed. Device programming was modified to an alternate sensing vector. A series of stress tests were conducted using the alternate sensing vector. These tests demonstrated the presence of myopotential noise, which was detected and appropriately marked by the device. At this time, the electrode remains in service. No additional adverse patient effects were reported.